Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that pump displayed repeated occlusion alarms despite multiple changes of infusion set and cartridge. Customer experienced a high blood glucose (bg) level of 24 mmol/l and which led customer¿s mother to take customer to emergency room, where customer was hospitalized and admitted to intensive care unit (ICU). Customer had ketones measured at 6.3, but healthcare providers did not identify ketone level as dangerous or life threatening, and there was no reported injury or permanent damage. Prior to being admitted to the ICU, the customer had changed infusion set and cartridge several times in attempt to resolve issue. While in the ICU, the customer was treated with an insulin drip and insulin pens, which resolved the issue, and no permanent damage occurred. The customer was discharged from hospital on (B)(6) 2026. Technical support later performed system check confirming pump was working as intended and provided education to customer¿s mother about cleaning ventilation holes on back of pump with toothbrush and informing customer that fiasp is considered of label insulin.